Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced premature battery discharge, with the user stating the device no longer reached a full charge and that despite daily charging for 30 minutes or more, the pump¿s battery level was approximately one-quarter by the end of the day, consistent with a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.